Event description:
The customer reported a alteplase was found infusing at one half of the appropriate rate. Alteplase concentration 100mg/100ml. Bolus dose 0.09mg/kg/min, infusion dose 0.81mg/kg/hr. The customer requested an event log review to check programming. There was no patient harm or medical intervention. Customer states that no further patient/event information is available.

Manufacturer narrative:
Manufacturer's report date: february date: february 26, 2014. Internal file no: (B)(4). Devices not received, log review only. The customer's report of an under infusion was verified. On (B)(6) 2013 at 12:06pm., the pump module was programmed in guardrails to infuse altephase using the custom concentration option and not with the standard concentration of 100mg/100ml as was reported. The concentration values were manually entered as a drug amount of 100mg and a diluent volume of 55ml with a calculated rate of 27ml/hr. A guardrails alert message notified the user that the "concentration exceeds guardrails limit of 1mg/ml". The user selected "yes" to proceed with the programming. The root cause of the customer's report was identified as a programming issue; no device malfunction was suspected to have occurred.